Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the battery tube, keypad assembly, vibrator assembly, and corroded motor home switch. Unable to perform the displacement test or verify motion sensor test failure alarm due to blank display. Insulin pump was received with partially broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.